Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The tsh reagent lot number was 65330901. The reagent expiration date was requested, but not provided. The field service engineer determined there was a sampling error. The probes, probe tubing, mixer, and pinch valve tubing were replaced. A probe shaft was cleaned and lubricated. Performance testing was run and was within specifications.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas e 411 analyzer (rack system). The sample initially resulted in a tsh value of 0.023 uiu/ml. The initial value was questioned as it did not agree with the patient's medical picture. The sample was repeated twice, each time resulting in a value of 1.26 uiu/ml. The repeat value was deemed correct.